Event description:
The customer reported that the ambient light module is falling out of the light in or7. There was no injuries reported. (B)(4).

Manufacturer narrative:
This malfunction was previously addressed in the u.s. The broken module was replaced with a new one and the unit returned to service.